Manufacturer narrative:
There were 2 patient samples provided for investigation and an interference analysis was performed for ft3. An interfering factor to the ft3 could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient tested for elecsys ft3 iii on a cobas 8000 e 801 module serial number (B)(4). The initial ft3 iii result was 10.6 pg/ml and was reported outside of the laboratory. The physician questioned the result as it did not fit the clinical expectation. In (B)(6) 2019, a new sample was collected from the patient. The initial ft3 iii result was 12.2 pg/ml. The sample was sent to a different laboratory and the result with a competitor analyzer was 3.71 pg/ml. The specific date was not provided. The competitor analyzer was not known. In (B)(6) 2019, a new sample was collected from the patient. The ft3 iii result was 10.1 pg/ml. The specific date was not provided.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.